Event description:
It was reported that that there was an insect inside the product, the patient was already anesthetized, there was a significal delay (greater than 30 minutes) due to the back up was not easy to obtain. No patient injury was reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images revealed an insect in the sterility bag that is provided in the bottom of the tray for disposal of the tube set after use. The complaint was confirmed and the root cause has been associated with a supplier error. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.